Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was  implanted. It was reported that the patient experienced pain and erosion of her internal bodily tissue following the procedure. It was reported that the patient underwent a revision surgery on an undisclosed date. It was reported that the patient has undergone multiple surgeries. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: june 1, 2018 through july 31, 2018. Psr submission number: 2210968-2018-75203. Psr report identifier: (B)(4). All event details will now be captured via emdr report.

Manufacturer narrative:
Date sent to the FDA: 3/31/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.